Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 250 units. Upon re-loading the cartridge a malfunction occurred. Customer's blood glucose level was 102 mg/dl. Reportedly, customer loaded a new cartridge to address the event.